Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: chronic pelvic pain/aching") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure. Concurrent conditions included menorrhagia and postoperative pain. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and bovine tuberculosis ("btb"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and bovine tuberculosis outcome was unknown. The reporter considered bovine tuberculosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: normal - appearing endometrial cavity with approximately 1 coil visible on the patient 's right and 4- 5 coil s visible on the patient ' s left cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: the case was upgrade in the incident category. The case was medically confirmed. The reporter information was updated. This case concerns adult patient. Her historical medication, concurrent condition was added. Lab data was added. Essure insertion and removal date was updated. Essure indication was added. Concomitant medication was medication. Event: pain: chronic pelvic pain/aching, abnormal bleeding (vaginal, menorrhagia) and btb (bovine tuberculosis). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: chronic pelvic pain/aching / bilateral lower pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure. Previously administered products included for contraception: depo provera. Concurrent conditions included menorrhagia and postoperative pain. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6)2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse- pain during certain positions)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / light spotting throught the month") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced allergy to metals ("sensitive to certain metals"). On an unknown date, the patient experienced metrorrhagia ("btb"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, vaginal haemorrhage and dyspareunia had resolved and the menorrhagia, metrorrhagia, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: normal - appearing endometrial cavity with approximately 1 coil visible on the patient 's right and 4- 5 coil s visible on the patient ' s left cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: chronic pelvic pain/aching / bilateral lower pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure. Previously administered products included for contraception: depo provera. Concurrent conditions included menorrhagia and postoperative pain. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse- pain during certain positions)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / light spotting throught the month") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced allergy to metals ("sensitive to certain metals"). On an unknown date, the patient experienced metrorrhagia ("btb"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on 13-sep-2012. At the time of the report, the pelvic pain, vaginal haemorrhage and dyspareunia had resolved and the menorrhagia, metrorrhagia, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: normal - appearing endometrial cavity with approximately 1 coil visible on the patient 's right and 4- 5 coil s visible on the patient ' s left cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: events sensitive to certain metals, dysmenorrhea and dyspareunia added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.